Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy with the s1 lead. Diagnostics revealed high and low impedances. Surgical intervention was undertaken on (b)(64) 2026 wherein the s1 lead broke and was left partially implanted in the patient.